Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The other perclose proglide device is being filed under a separate medwatch MFR number. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to deploy the plunger appears to be related to interaction with the patient calcification. The reported patient effects are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the plunger could not be advance due to the calcification. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. The patient had developed a hematoma. The patient expired after the procedure due to retroperitoneal bleeding. The physician reported that the proglide devices did not cause or contribute to the retroperitoneal bleeding or the death of the patient. The physician is reported to be trained in the use of the proglide device. No additional information was provided.